Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life became shorter and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/12/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no evidence of short battery life. The battery compartment was observed to be cracked, and the battery cap threads were stripped; the returned battery cap could not be used for testing. A test cap was used for further investigation. Corrosion was visible in the battery compartment and on the returned battery cap. A leak test was performed and confirmed a leak at the battery compartment crack. All current readings tested within specifications. The pump case was removed and no further evidence of moisture ingress or internal defects was found. Unrelated to the complaint, the display screen appeared faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.